Manufacturer narrative:
The site indicated that the incident unit would not be returning for evaluation.  If additional information pertinent to the incident is obtained, a follow-up report will be submitted. (B)(4). Date of initial report : 12-31-2014.

Event description:
A patient underwent radiofrequency ablation for anal intraepithelial neoplasia (ain) as a participant in the (B)(6) rfa study. One month following treatment, the patient noticed increasing difficulty with bowel movements and was assessed by the physician who performed the ablation. A ¿soft scar band¿ was noted by the physician upon visualization with an anoscope. The scar band was ¿easily broken with the anoscope¿ per physician. The patient was instructed by the physician to self-dilate to prevent the band from reoccurring. Several days post anoscopy the patient was ¿markedly better¿ per physician.